Event description:
It was reported that during a laparoscopic cholecystectomy, wile removing the gall bladder, the bag tore just below the purse string. The remainder of the bag remained intact and the specimen was removed without any further difficulties. There was no pt consequence.